Event description:
It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, that the right ventricular (rv) lead exhibited noise over-sensing. Resulting in inappropriate shock. The patient felt pain from the shock. On (B)(6) 2024 the lead was capped. The patient condition was stable.